Event description:
It was reported that during the implant procedure, the catheter connector was found to be "defective"; one of the collets was missing. The catheter was not implanted. The pump was being used to deliver baclofen. It was later reported that the collet was missing from the sealed catheter tray; before the sealed catheter tray was opened. Another catheter was implanted and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0207705000, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.